Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000531, serial/lot #: n/a. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they changed the front louvre fan covers. After replacement the system was working as intended. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the gantry dual fans were returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection showed broken/missing fan blades on the fan assembly. Damaged fan assembly was observed. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the dual fans on the gantry were not functioning. No patient was present at the time of the event.